Event description:
It was reported that this right ventricular (rv) lead had exhibited high pacing threshold measurement. This rv lead was explanted and was replaced with same model. No additional adverse patient effects were reported.